Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the er320 instrument ejected the clips (no further info is available). There was no consequence to the pt.